Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Review of the provided image is consistent with the alleged issue of broken instrument blade. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) blade was broken off. The customer used a backup ha instrument to continue with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient¿s anatomy. No additional surgical procedure was performed. The instrument did not collide with any other instruments or other hard material during the procedure. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications. No post-operative tests were performed. The instrument and broken piece will be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken near the base. A piece measuring approximately 0.085" x 0.449" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.